Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that this morning her blood glucose was 211 mg/dl after she ate, and after giving herself a 20.1 unit bolus her blood glucose was 232 mg/dl two hours later. The customer was unsure why her blood glucose increased after bolusing. Troubleshooting was initiated for her high blood glucose. She stated that she felt hunger as a symptom of the hyperglycemia. She treated with a manual insulin injection. In regards to the pump, the drive support cap appeared normal. However, there were two small air bubbles inside of the reservoir. The customer was advised to remove the reservoir, rewind, reinsert the reservoir, and run a manual prime. The prime was successful. The cause of the air bubbles remains unknown. No products were shipped or returned.